Event description:
Patient underwent surgery (B)(6) 2020. 1.5 weeks post-op, she developed clear low pressure headaches. Attempted adjustment to 400 several times. The patient continued to have headaches. Unsuccessful adjustment. Valve was found in approrpiate position. When externalised valve was not adjusting.

Manufacturer narrative:
According to sophysa in-house process, the returned valve has been analysed by our quality control laboratory and a visual and functional controls were performed. The visual tests showed that the valve setting was on position p4, and it was clean inside. The functionnal tests did not reveal any anomaly. Indeed, the programming before and after soaking for 24 hours was correct. The pressure measurement have been tested on every positions of the valve and the pressures are conform and repeatable. As a result, the analysis showed that the valve is conform to its specifications. The event could not be reproduced and the root cause remains unidentified. A possible cause of the event could be a debri inside the valve that could have been eliminated at the hospital during the cleaning process prior to sending the device to the manufacturer. This might have led into setting issue.

Manufacturer narrative:
According to sophysa in-house process, the returned catheter has been analysed by our quality control laboratory and a visual and functional control were performed. The visual tests showed that the valve was in the 4th position, and it was very clean inside. The functional tests did not reveal any anomaly. Indeed, the programming before and after soaking for 24 hours in bleach was correct. The pressures are conform and repeatable. The valve is conform in all points.

Event description:
Patient underwent surgery 7/23/2020. 1.5 weeks post-op, he developed clear low pressure headaches. Attempted adjustment to 400 several times. The patient continued to have headaches. Unsuccessful adjustment. Valve was found in appropriate position. When externalised valve was not adjusting.